Manufacturer narrative:
This is two of two initial reports being submitted for this complaint, with associated manufacture report number of 3008264254-2016-00011. (B)(4). Concomitant devices: introducer sheath (terumo); chikai 14 guidewire (asahi). Roadmaster 6fr catheter (goodman); sl10 microcatheter (stryker); y-connector (goodman) and dcs syringe ll (codman). The product will not be returned for analysis however a device history record review is currently being conducted and the results are not yet available. Additional information will be submitted within 30 days of receipt. No conclusion is made at this time.

Event description:
It was reported by the contact at the user facility that during the procedure, the physician experienced difficulty looping two galaxy coils (640hx0203/1610925 and 640cf2505/16109241). The procedure was the coil embolization of the feeding artery of the tumor, originating from the middle meningeal artery and ophthalmic artery by femoral approach. The patient's vessels were moderately tortuous and mildly calcified. The physician first guided the competitor¿s microcatheter to the target vessel and started embolization with the coils. It was reported that the galaxy coil (640hx0203/1610925) did not loop well and the physician tried to re-sheath it, however only one-third of the sheath was able to be zipped back. The physician could not continue to re-sheath any further as the orange part ¿zipper¿ of the coil was rigid. Similar event occurred with the other reported galaxy coil (640cf2505/16109241). The coils were replaced and the procedure was successfully completed without further issues or delay. There were no patient injuries or complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the coils prior to and after the event. There were no damages noted on the concomitant devices prior to or after use. No unintended detachment was observed in the vessel or in the microcatheter. The complaint products are not available for investigation. No further information is available.

Manufacturer narrative:
This is two of two final reports being submitted for this complaint, with associated manufacture report number of 3008264254-2016-00011 based on the information, the event could not be confirmed. The orbit galaxy complex fill coil (640cf2505/16109241) was not returned for analysis; therefore, the root cause of the positioning difficulty experienced by the physician with the coil could not be determined. However a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.